Manufacturer narrative:
Please note that patient information is unknown at this time.    (B)(6).   The device is expected to be returned for analysis; however, it has not yet been received. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was an infection at femoral artery puncture site after using a 5f mynxgrip vascular closure device (vcd). The patient recovered. Approach was made with an unknown 5f sheath for an interventional peripheral procedure.

Manufacturer narrative:
The infection was noted by the hospital about 13 days after the mynxgrip sealant was deployed. The infection was treated with antibiotics. The patient recovered from the infection. The device packaging was not compromised during storage; and the packaging was opened in a sterile field. Hospital protocols (i.e. Sterile technique) were followed. It is unknown if the patient received prophylactic antibiotics prior to the procedure. It is unknown if the patient was under local or general anesthesia during the outpatient procedure. It is unknown precisely how the access site was cleaned/maintained post-procedure; however, the hospital routinely gives antibiotics until the patient is discharged from the hospital. It is unknown if the patient was immunocompromised or had the patient experienced a recent infection (e.g. History of mrsa, diabetes, cancer, pneumonia, etc.). It is unknown if the patient is a smoker, or if the patient was taking chemotherapy, steroid therapy or tnf inhibitors. There was no issue/complication experienced as the mynxgrip was deployed in the patient, and the sealant was deployed at the intended location.   As reported, there was an infection at the femoral artery puncture site after using a 5f mynxgrip vascular closure device (vcd). The patient recovered. Approach was made with an unknown 5f sheath for an interventional peripheral procedure. The infection was noted by the hospital about 13 days after the mynxgrip sealant was deployed. The infection was treated with antibiotics. The patient recovered from the infection. The device packaging was not compromised during storage, and the packaging was opened in a sterile field. Hospital protocols (i.e. Sterile technique) were followed. It is unknown if the patient received prophylactic antibiotics prior to the procedure. It is unknown if the patient was under local or general anesthesia during the outpatient procedure. It is unknown precisely how the access site was cleaned/maintained post-procedure; however, the hospital routinely gives antibiotics until the patient is discharged from the hospital. It is unknown if the patient was immunocompromised or had the patient experienced a recent infection (e.g. History of mrsa, diabetes, cancer, pneumonia, etc.). It is unknown if the patient is a smoker, or if the patient was taking chemotherapy, steroid therapy or tnf inhibitors. There was no issue/complication experienced as the mynxgrip was deployed in the patient, and the sealant was deployed at the intended location. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.